Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter, translated from spanish to english: insyte autoguard 22 g did not retract the needle when the safety device was activated.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
A device history record review was completed for provided material number 38182314 and lot number 3145349. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As neither physical samples nor picture samples were available for return, a thorough sample analysis could not be completed. Based on the investigation results, an exact cause could not be determined for the reported event. However, the probable root cause could be related to spring formation during manufacturing. The operation and maintenance corrections performed various adjustments and alignments that may have been related to this defect. Also, training has been conducted to the associates. A corrective and preventive action plan was implemented to prevent the occurrence of this type of defect. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.